Event description:
It was reported that the pump's battery was depleting because of damage to the case; however, there was no reported damage to the pump itself. There was no adverse impact to the customer's blood glucose level. The customer declined further troubleshooting and planned to consult with a dietician before contacting tandem again. No additional information was received regarding the outcome, and the case was closed with no further action required.